Event description:
Initial report: this serious spontaneous case report from (B) (6) was reported by a physician on 09-feb-2010. This case involves a (B) (6)-female pt who received three sessions of poly-l-lactic (sculptra) therapy on (B) (6) 2007, (B) (6) 2007, and (B) (6) 2007. The physician had used 2 vials in the first treatment session and one vial in each of the following two sessions. On (B) (6) 2010, the pt developed facial nodules. No add'l details were provided regarding this event. Significant/relevant medical history includes - osteogenesis imperfecta. Relevant concomitant medications - none. Action taken: not applicable. Corrective treatment - unk. Outcome - not recovered/ not resolved. The physician has considered this adverse event related to pol-l-lactic acid treatment and considered the event serious due to being a medical important event. A ptc (pharmaceutical technical complaint) was initiated: local ptc (B) (4). Add'l info received on 09-feb-2010: ptc global number provided: ptc (B) (4). Add'l info received on 23-feb-2010 from a physician and 26-feb-2010 in the form of ptc investigation results: poly-l-lactic acid was reconstituted with 2 cc of xylocaine 2% without epinephrine + 4 cc of sterile water. Additionally 15 gr of lidocaine 5% topical cream was used. Several injections were administered during each treatment session. The injections were intradermic and subdermic and a 26 gauge, 5/8" needle was used. The pt developed three mm nodules. One 3 mm nodule was located on the right maxillary branch and two add'l 3 mm nodules were located on the right inferior lip. The reporter considered the event as a mild reactions. The nodules were not resolved and no corrective treatment was provided. Ptc results revealed: since no lot number is available, and investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B) (4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their evaluation. Conclusion: no faults detectable.

Manufacturer narrative:
Outcome - medically significant.